Event description:
It was reported that the user experienced a low glucose event with a blood glucose value of 53 mg/dl, treated with oral carbohydrates (candy), and the user was unsure of the cause. Symptoms included shaking and tremors. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to identify a medical device problem or a specific device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.